Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated from the pumping segment while clearing air from the line of a pump module infusing ivig and splashed into the nurse's eye.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 16106667 is 07613203021012. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing disconnected from the pumping segment while clearing air from the line of a ivig infusion. There was no report of patient harm.